Event description:
It was reported that during the cystopy procedure, the physician realized the tip had broken inside the ureter and was able to retrieve the broken end. No further information was reported.

Manufacturer narrative:
Block h6: imdrf f23 captures the reportable event of unexpected medical intervention.